Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the bags would not prime after several attempts and the line snapped off when the nurse was in the process of the initial prime. Feeding was delayed; however, there was no patient harm.

Manufacturer narrative:
No sample was available for evaluation; however a picture was provided from the customer and a detachment was observed between the silicon tubing and the valve. Possible root causes may be stretching the tubing before usage, or incorrect placement in the pump causing additional stress to the tubing and detachment. No corrective actions will apply since the failure mode has not been confirmed to be a manufacturing issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.